Event description:
The device was removed due to a "malfunction".

Manufacturer narrative:
According to the available info this device was implanted on 5/24/89 and removed on 7/24/96 due to a "malfunction." Requests have been made for add'l info surrounding the incident; however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a complete separation of outlet #2's exiting tube at the resipump strain relief/tube junction. The obvious separation of components at this site would have allowed leakage. Examination of the surfaces of the separation, both on the outlet and cylinder side, revealed markings characteristics of stress(s) induced rending. Areas of abrasion are noted around each tube end. A crease mark is noted within the abrasion on the outlet side. The monofilament is extracted from the outlet cavity and is protruding from the distal tube end of cylinder #2. Based on qa's examination and the limited info provided, qa concluded that while in-vivo, outlet #2's exiting tube was partially kinked and abrading against itself and its associated strain relief..qa further concluded that this positioning, combined with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site, allowing the loss of fluid and rendering the device inoperable.